Event description:
(B)(4). Had essure implanted in (B)(6) 2010. Informed the implanting doctor of my metal allergy at my pre-op appt and he still implanted me. After I had the dye test performed in (B)(6) 2010 my period began to become extremely painful. In the following months the pain continued to get worse and then my cycles became erratic. I began going anywhere from 10 days to 40 days in between start dates for my cycle. Within the next year I began to have pain during intercourse, more erratic cycles, heavy bleeding, anxiety, metal taste in my mouth, cramping that made me unable to move, bleeding between periods, weight gain, weight loss, bloating, pain in back and legs, sharp stabbing pains in my abdomen and cysts for that have been almost the full size of my ovaries. I have numerous ultrasounds to look for fibroids. Placed on logestral of cycle regularity, sertraline for anxiety, and now have a consultation with a obgyn 100 miles away from home to have surgery to remove my tubes and the essure coils. I have seen 3 different doctors. One who implanted the device, one who told me it was all because of my bowels and finally one who has tried methods to help and has decided having my tubes removed or having a hysterectomy preformed will be my only options to stop my pain and symptoms.